Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
Implant malfunctioned due to usability - wrong part used the initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
Implant malfunctioned due to usability - wrong part used.